Manufacturer narrative:
Pharmaceutical technical complaint (ptc) was initiate with global ptc number: (B)(4) and conclusion was pending for the same. Pharmacovigilance comment: sanofi company comment dated (B)(6) 2013. In this case, the patient was treated with synvisc in left knee for osteoarthritis and underwent left knee replacement. There is no pharmacological or biological plausibility to prove that the suspect led to arthroplasty; however, patient's underlying osteoarthritis worsening unable to be managed by conservative therapy provides the most plausible explanation for the joint replacement.

Event description:
This serious solicited device case received from (B)(6) on (B)(6) 2013 from a consumer via patient support program. The case involves a female patient (age not provided) who complained that she had no pain relief from synvisc (sub-therapeutic response) and underwent knee replacement, after receiving treatment with synvisc at a dose of 6 ml instead of 2 ml (device misuse). Past medical history included osteoarthritis of left knee (for over two years) and arthroscopy. No past drugs, concurrent condition and relevant concomitant medications were reported. On (B)(6) 2013, the patient received treatment with synvisc injection at a dose of 6 ml instead of 2 ml, once (device misuse) (route of administration, batch/lot number and expiry date: unk) into an unspecified knee for an unknown indication. It was reported that since the same day, the patient had no pain relief from synvisc (sub-therapeutic response). Later on an unknown date in early (B)(6) 2013 (approximately 8 months after synvisc injection), the patient had a knee replacement (knee unspecified). The event of knee replacement was deemed to be another medical important condition and the patient was hospitalized as well. The setting for the events was unknown. Corrective treatment: unk. Outcome for the events of "no pain relief from synvisc" and knee replacement: unk. The reporter's over causality was not reported.